Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was early depletion. End of service (eos) was noted. There were no environmental/external/patient factors that may have led or contributed to the issue. Interrogation of the ins was done as troubleshooting. Replacement would be planned after approval from the government, but it was noted that this could take months. The issue was not resolved. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. It was reported that there was no information on if the longevity calculator was used. The hcp expected the ins to last as long as the previous model ins which lasted four years. The battery depletion rate was considered strange, as they normally got four years with the older models but now it was less than two years. It was noted that there was dissatisfaction with the battery life of the ins. There were no falls, accidents, etc. That may have contributed to an issue with the system. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.